Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that they had a high blood glucose of over 400 mg/dl on (B)(6) 2018. No symptoms were reported at the time of the incident. The customer was treated for high blood glucose via manual injection. The customer stated that they changed out the infusion set. Troubleshooting for the high blood glucose was not provided. No products were returned for analysis.